Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the procedure was completed as planned. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the image quality poor in both planes. A philips remote service engineer (rse) requested an onsite visit to perform the image chain recalibration. A philips field service engineer (fse) went onsite and worked with the image quality (iq) specialist to adjust image database. Following that, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image quality was poor, and the doctors could not visualize the devices being used in either plane. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.